Event description:
Pseudoseptic reaction [pseudosepsis]. Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. This unsolicited device case was received from health authority in united states (FDA) on 09-dec-2015. This case concerns a male patient (age not provided) who experienced pseudoseptic reaction after receiving treatment with synvisc one injection. No past drugs, medical history, concomitant medication and concurrent condition were reported. On an unknown date, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (batch/lot number: q1411 and expiration date: 31-mar-2017) for osteoarthritis. On an unspecified date, after unknown latency, patient experienced pseudoseptic reaction. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: medically significant.